Event description:
Memobag was torn when taking it out of the abdominal cavity. Nothing fell/remained in the patient and no injury to the patient occurred. Additional information: according to the user, he/she did not pull the bag particularly hard.

Manufacturer narrative:
(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was reported, the DHR review was completed. The review of ohr revealed no production issues at the time of manufacture of the complained lot. The defective device was returned for examination. Reported defect can be confirmed. One hole/rupture was found in the bottom part of memobag. The root cause of this complaint was determined as undetermined/unknown. The defect was probably caused by use of excessive force (the foil around the hole is drawn I taut) which led to the rupture of the bag. However, this probable variant is not supported by the finding that the closure wire was not detached from the bag and both eyes of closure wire are not damaged. As the root cause of this complaint was determined undetermined/unknown, no corrective/preventive actions in production are deemed necessary to introduce.

Event description:
Memobag was torn when taking it out of the abdominal cavity. Nothing fell/remained in the patient and no injury to the patient occurred. Additional information: according to the user, he/she did not pull the bag particularly hard.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.